Event description:
Boston scientific crm received info from a study designed to evaluate the midterm outcomes of treatment with a aaa ancillary graft. The ancillary graft provided active prox fixation for treatment of pre-existing endografts with failed or failing prox fixation or seal. The study involved a total of 15 pts. Nine ancure endografts had been implanted in pts in the study. During the 14 month follow-up, reported adverse pt effects for this ancure graft included: proximal type I endoleak with ancillary graft implantation 47 months after ancure implantation. One month later, a second intervention was performed for limb occlusion. It was reported that the ancure endograft was involved and a secondary intervention was required. Another stent was placed within the existing graft limb (opposite the side of the first ancillary graft) to treat the occluded limb. The revision procedure was successful and this ancure endograft remained implanted. Please refer to initial medwatch 2954310-2011-81803, submitted on the general journal article.

Manufacturer narrative:
The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick h. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.